Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to blood glucose (bg) of 595 mg/dl and diabetic ketoacidosis (dka). Bg was attempted to be addressed by changing the infusion set and delivering boluses. Suspected cause of elevated bg / dka / hospitalization was due to the insulin, as insulin was expired. While hospitalized, insulin drip was administered and customer was also on bilevel positive airway pressure (bipap) machine. Customer was released from hospitalization on (B)(6) 2019. Contact believes that memory has been impacted as customer has been "foggy" since hospitalization. Also, customer previously experienced tremors, which reportedly have worsened since hospitalization.